Manufacturer narrative:
Additional information (20-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. No reagent or instrument issues were identified. Quality control (qc) recovered within the customer¿s acceptable ranges. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 13-sep-2024.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed total bilirubin_2 (tbil_2) neonate patient result obtained on an atellica ch 930 instrument. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported an erroneously depressed total bilirubin_2 (tbil_2) neonate patient sample result was obtained on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result as the neonate had jaundice. A second (different) sample was processed on an alternate siemens methodology (rp500e blood gas analyzer). A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed total bilirubin_2 (tbil_2) result.